Event description:
Frayed. It was reported that the surgeon tightened the set screw on one side, then put in the spacer, and then tightened/tensioned the cord. The cord frayed and split open. He performed the same steps again, with the same result. The rep then advised the surgeon not the pre-tighten the set screws. During the third attempt, the surgeon only turned the set screw 1-2 turns. In this case, the surgeon said that the cord frayed slightly during tensioning. These issues added a 1 hr delay to the surgery.